Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was working fine. About halfway through the procedure, it stopped generating energy. The connections to the power source were checked by circulating nurse, and the device began functioning again. They opened another kit and used a different power source and cable to finish the case. After the case, the power source, cables, and hemopro2 tool were to biomed to be checked for any electrical short. Biomed tech, (B)(4), reports that he found nothing wrong with any of those components. It was noted that the adapter connector (where it plugs into the power supply) seemed to have loosened over time. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).